Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user, the user returned the device to olympus service operation repair center (sorc) twice in the past due to a malfunction similar to the reported event. However, although the phenomenon was not reproduced during the evaluation by sorc, it recurred repeatedly at the user facility. When the device was connected to the olympus video system center otv-s190 or otv-s300 and turned on, a scope communication error e216 occurred. The contacts were cleaned, but the problem was not resolved. The device was sent to olympus medical systems corp. (Omsc) on (B)(6)2021 as the user facility requested further investigation. The device was investigated by omsc. As a result of the investigation, the following was confirmed. -when the device was connected to the video system center, the endoscopic image was displayed normally. The video connector, video cable, and universal cord were shaken and the angulation was manipulated, but the endoscopic image did not change. -there were no obvious residue on the electrical contacts of the video connector. -no anomalies were found in the insulation test of the insertion section and leakage test. -the device was energized for about an hour, but normal endoscopic images were displayed. -the video connector and distal end were warmed, but normal endoscopic images were displayed. The exact cause of the reported event could not be conclusively determined, because the reported event was not reproduced and no anomalies were detected that would affect the occurrence of the reported event. The reported event may have been caused by an unstable communication condition due to foreign material on the electrical contact of the video system center, based on the information that the user cleaned the contacts but the problem was not resolved. Alternatively, there may have been an anomaly in the video system center that would cause the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The adhesive of the bending section rubber was chipped. The angulation fixing part of the control section was loose. The control section, remote switch 1, video connector, light guide cover glass, and video connector case were scratched by external factors. The video connector was broken due to external factors. The label of the light guide connector was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error e216 was displayed on the monitor when the device was inserted into the video system center. There was no report of patient injury associated with the event. The reported event occurred in the first procedure after the last repair of the device was completed.